Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that during an initial implant procedure the extension was put into the right port of the device and impedances were all over 40,000. The extension was disconnected from the device, wiped off and reinserted in to the device and impedances were still over 40,000. The extension was then detached from the lead, wiped down and reattached. However, impedances were still over 40,000. The lead configuration was checked and was determined to be correct. The extension was then removed from the right port and put into the left port and impedances were normal. It was there for determined that the problem was with the right port of the device. A new device was reportedly used and impedances were fine. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Final analysis of the implantable neurostimulator revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.